Manufacturer narrative:
Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign objects in the bending section cover (a-rubber) were found. The service repair technician assessed the condition but could not determine the cause of the failure. There was no patient involvement.